Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized two days after the event occurred and treated with an unspecified antibiotic. The cause of the peritonitis was a disconnection between the transfer set and pd catheter. After the disconnection occurred, the patient clamped off, reattached the broken piece, placed a new minicap on the transfer set, and resumed pd therapy. After being hospitalized for three days, the patient was discharged and recovered from peritonitis. No additional information is available. Event details: during a call with baxter home care services, the following was reported. On an unreported date, the patient experienced a connection issue which caused peritonitis. On an unknown date, a peritoneal effluent culture was performed and the result was positive for staphylococcus (?staph'). The hp was hospitalized for the peritonitis from (B)(6) 2013. Treatment for the peritonitis was not reported. Per the hp, the peritonitis was related to the patient line from the broke off from the patient. The hp had a staph infection. Specifically, there was a connection issue. The patient was recovered from the peritonitis. Outcome: peritonitis- recovered. Per the hp the valve at the catheter exit site was fixed. The hp had a metal adapter placed on their exit site to hold the transfer set better. Medical history: end stage renal disease and hypertension (high blood pressure). Concomitant therapy: not reported. Causality assessment: unrelated.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.